Event description:
It was reported, claw broke when doctor put pressure on it. No excessive force was applied.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.